Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring proximately 4.73mm x 2.78mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The instrument was found to have a derailed grip cable from its normal position at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a customer found a broken sleeve at the tip of the permanent cautery hook instrument and a missing part when removed from sterile packaging. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the permanent cautery hook was found damaged during inspection prior to surgery, with one black piece holding the hook broken and the other side partially missing. This damage occurred before the instrument entered the sterile field, so the cause was unknown. A replacement instrument was sourced, and the procedure was completed robotically.